Event description:
A us distributor reported that a battery charger would not charge a battery.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the inability to charge a battery was contamination on the battery pca and a shorted compontent on the bedside pca. The shorted microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.